Event description:
During treatment by pneumatic compression to lower left extremity, patient complained of pain. The patient received minor bruising to her lower left extremity. No further patient information available.

Manufacturer narrative:
Device display showed to be defective when evaluated by chattanooga group. The lab test unit and the new unit pulled from stock both went to a maximum pressure of 2.0 psi, but the returned complainant unit went to a maximum pressure of 2.5 psi. The returned unit was run for one hour and the on/off cycle always was about 35 seconds on and 10 second off. The higher pressure of 0.5 psi can be sensed by the user, but it was not painful to a non-injured leg. The manual stated that the maximum pressure would be 100 +/- 5 mm hg, but some units will not go that high. For some reason, the ra unit went to about 25 % higher pressure than what is normal. The manufacturer has been contacted about this, but no response has been received.